Event description:
It was reported the laparoscope exhibited an abnormal image. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: halo on the image and the light guide bundle at the insertion section is slightly worn, interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal image due to component failure of the universal cord. The light guide bundle at the insertion section was slightly worn, interrupted and weakened due to component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.